Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted. The device sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician also noted an error code e031 (err_motor_vbus_high_blower_off) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.